Manufacturer narrative:
An image review was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: the inversion of the trocar's distal seal occurs as the endoscope's tip passes through it. It was unable to confirm if fat on the endoscope shaft causes the tissue to catch.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed by the customer. The bedside noticed fat on the endoscope when it was retracted into the access port entry guide. When the bedside reinserted the endoscope, the distal seal appeared inverted, and the issue was resolved by cleaning the endoscope and reseating through the distal seal. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to the presence of fat on the endoscope, which likely caused the seal to catch during endoscope retraction. The issue was resolved by cleaning and reseating the endoscope on the access port. Correction was made to section d to update the primary product to access port kit.

Manufacturer narrative:
A review of the provided images were performed. The following additional information was provided: this occurred during a left partial nephrectomy. The following is the order of operations during this event: bedside retracted endoscope quickly for a scope clean, resulting in an audible pop sound, bedside remarks that there is fat on the scope, scope was cleaned and reinserted (no smudging). No loss of insufflation occurred during this inversion. The team was using a lexion ap 50/30 insufflator set to 8mmhg and a flow of 45 l/min and a lexion trocar through the chamber seal. It¿s likely that fat on the scope shaft caused the seal to catch during endoscope retraction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has not been issued for the camera instrument to be returned. However, additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left partial nephrectomy surgical procedure; there was an issue while removing the endoscope. As the endoscope was quickly retracted into the access port entry guide, a popping sound was heard. The bedside staff noticed fat on the endoscope. Although there was no loss of insufflation, reinserting the endoscope led to an inverted distal seal (flipped inside out). When the customer reinserted the endoscope, it pushed the cannula seal outwards again to its proper position. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope's part number and serial number were not recorded, and no return merchandise authorization (RMA) was issued for evaluation. The presence of fat was part of the planned procedure. The image was not inverted, but the endoscope moved freely with uncontrolled motion. There was no reversed control on the system arms, and the endoscope continued functioning as intended after the event. The distal seal inversion was attributed to the behavior with the access port seals, not the endoscope itself. The surgeon confirmed the desired orientation when the endoscope was installed, and the image orientation was indicated via the user interface. The endoscope and its adapter/base remained engaged, with no damage observed. The issue was resolved by reinserting the endoscope through the distal seal, allowing the procedure to be completed with the same endoscope. No patient injury occurred. The procedure was successfully completed.